Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) reached its end of life (eol) faster than expected. This device was suspected of exhibiting premature battery depletion (pbd). Technical services (ts) requested device data for analysis. No adverse patient effects were reported. Currently, the device remains in service.